Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, july 15, 2025, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist remoted in and reset the cubex application had customer try to issue again, this time both drawer and cubie was opened. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer initially opened, but the cubie did not open. The user attempted to issue the medication again after logging out, but at that point the drawers were offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.